Event description:
It was reported that approximately one year post implant, the patient received multiple inappropriate shocks (approximately 50), which 'destroyed his heart', and he was brought by ambulance to the emergency room. It was further reported that the patient was seen in the cardiac care unit (ccu) and pacing rates were below the programmed rate. The patient went into ventricular tachycardia when in the ccu, however no therapy was delivered. Interrogation at that time revealed loss of left ventricular (lv) capture, oversensing, and high thresholds. Lv capture could not be achieved at maximum output, and the device was noted to be at eri. The next day the patient was placed on a left ventricular assist device. Approximately one year later, the patient received a heart transplant.